Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Event description:
Customer reported via phone call, he experienced low blood glucose of 39 mg/dl, spouse treated with glucagon. Customer stated the device wouldn't respond to anything but the down arrow button. Troubleshooting wasn't performed for low as the buttons were unresponsive. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.